Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Additional device: model number: is20-25/c55 sa limb aortic extension, lot: 1039952-021, release date: (B)(6) 2013, expiration date: 04/30/2016.

Event description:
It was reported the patient had a procedure on (B)(6) 2013 with a bifurcated, an infrarenal, two suprarenals, and a limb extension. Reportedly, patient had been diagnosed with an abscess in the left psoa. Physician determined the abscess caused the degeneration and growth of the left common iliac leading to the separation. The infrarenal appeared to have separated due to tortuosity. Physician implanted an infrarenal to correct the issue. Additionally, the disease also appeared to have progressed in the right common iliac, requiring coil embolization and extension to the right external. Physician implanted 3 limb extensions to treat the disease on the right. Patient is now in stable condition.

Manufacturer narrative:
Based upon the investigation findings, the reported type iiia endoleak was confirmed. There was also evidence of the reported abscess and degeneration and migration of the stent in the left common iliac. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event.